Event description:
While investigating a 31 (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a hipot test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hipot test. The cause for the test failure was isolated to a damaged electrode belt trunk cable. The trunk cable was pulled from the strain relief. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged electrode belt cable. The patient received a replacement electrode belt.